Manufacturer narrative:
No site visit was conducted by the field service engineer (fse). The system was working properly and no additional action was required. No image or procedure video was provided for review. A log review was performed. Per the review, the following was confirmed: the logs confirmed that the customer performed a cholecystectomy surgical procedure on (B)(6) 2022 on system (B)(4). This complaint is being reported based on the following conclusion: the customer converted to laparoscopic surgery after the start of the procedure due to non-intuitive instrument motion on usm3. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a conversion/abortion.

Event description:
It was reported that during an emergency da vinci-assisted cholecystectomy surgical procedure, the surgeon experienced a problem moving an unspecified instrument on universal surgical manipulator 3 (usm3). The system was restarted; however, the issue persisted. The customer reported a procedure delay of less than 15 minutes. The surgeon made the decision to convert the procedure to traditional laparoscopic techniques and was completed with no injury reported. Intuitive surgical, inc. (Isi) followed up with the customer and obtained the following additional information: the clinical sales representative and field service engineer reviewed the system; however, the issue was not reproducible and no faults were found. No parts were replaced. The system was monitored and no further issues were identified.